Manufacturer narrative:
Section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section d6a. If implanted, give date: unknown/not applicable. Section d6b. If explanted, give date: unknown/not applicable. Section e1 - email unknown section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of a single-piece, preloaded monofocal intraocular lens (iol) came through the side of the tip and was unable to advance the lens. The event was observed during handling, prior to insertion but during follow up the account stated the cartridge touched the patient's eye. There was patient contact but no harm occurred. The procedure was completed with a johnson and johnson iol with the same model and diopter as a backup replacement. There were no unplanned medical or surgical intervention, and the device was not reported to have caused or contributed to the event. This was for the patient's right eye.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection found that the handpiece was received fully engaged, with the lens stuck in the cartridge; the plunger rod was overriding the lens, was bent and protruded the side of the cartridge. The cartridge tip was also slightly bent. Ovd residue was present. Due to the condition of the handpiece and plunger rod, disassembly for further evaluation could not be performed. The complaint issue "cartridge tip cracked/damaged" and "plunger rod issue" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 14, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.